Event description:
It was reported during a hip arthroscopy procedure that the physician was utilizing a speedstitch needle cassette and suture cartridges. While engaging the needle cassette, the needle would either cut the suture making it unusable or the needle would fail to properly engage the suture. In order to complete the procedure, the physician repeated this process with two different needle cassettes and 5 suture cartridges. The physician was able to complete the procedure arthroscopically with another needle cassette and suture cartridge that worked properly, however, there was a delay of approx 30 minutes.

Manufacturer narrative:
Reference MFR reports: 3006524618-2012-00681, 00682, 00683, 00684, 00686, 00687.